Manufacturer narrative:
H11: the actual device and a photo sample were received for evaluation. A visual inspection was performed on the photo sample, and a particle present on the chamber was observed; however, the location of the particle could not be identified. A visual inspection was performed on the actual device, and embedded particles (not free moving) within the wall of the chamber (which is part of the fluid path) was observed. The reported condition was verified. The cause is related to the material used during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a black particulate matter in the drip chamber. This was observed before patient use. There was no patient involvement. No additional information is available.